Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted with sepsis mass and was given aggressive IV therapy. Echocardiogram showed vegetation on the tricuspid valve, mitral valve and pacemaker leads. The system was not removed due to the patient's poor condition. The patient was put on dnr status and transferred to hospice care. It was later reported that the patient expired.